Event description:
Event description guidant received information that the conductor coil of this epicardial defibrillation lead patch was exposed during an elective device replacement prodedure. A low energy shock was delivered through the lead, resulting in a high, out-of-range impedance.